Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon was ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. A 2mm x 20mm x 143cm coyote es mr balloon catheter was advanced for dilation. During the procedure, the balloon was ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the severely calcified vessel anterior tibial artery (ata). The balloon ruptured upon first inflation a few seconds later. The device was removed without any problems.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.